Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report with known good batteries. The customer's batteries were not provided for evaluation. An internal inspection of the device found no discrepancies. Review of the device log found the device recorded an alert that the battery life was exceeded and lowered the device coulomb counter to display low capacity, indicating prior to the event the rfu was in a red "x" state. It is important regularly check the AED plus displays a green checkmark in its status indicator window to ensure the device's functionality. If the indicator shows a red "x," immediate troubleshooting, such as replacing batteries or electrodes, or consulting the troubleshooting section, is necessary to restore the device to operational status. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.